Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5 - updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The user should reprocess in accordance with the instructions for use (IFU). The following is stated in the IFU: "2.4 channel cleaning brushes (bw-20t) inspection 1 make sure the brush section at the tip and the metal tip are secure. 2 confirm that there is no loosening of the brush or loss of hair. 3 confirm that the brush hair is not broken. 4 if the brush has hair, keep it straight with a gloved finger. 5 confirm that the shaft is free from breakage and scratching. 6 visually check that the bristles of the shaft and brush are clean. 7 if the brush is dirty, immerse the brush in the water shown in 3.2 water (for reprocess) wash it until it is no longer soiled." Olympus will continue to monitor field performance for this device.

Event description:
Pre-cleaning was not implemented immediately after the procedure, olympus end fresh was the cleaning solution used for the endoscope, the concentration was not checked, the endoscope was leaked tested with an olympus oer-elite (oer-5), the endoscope channel was brushed during manual cleaning with a reused olympus channel cleaning brush, high-level disinfection was used to reprocess the endoscope, olympus aceside was used to disinfectant the endoscope, the minimum effective concentration was no implemented and was replaced in 5 days or 24 times, and there was not been any change in the facilities reprocessing personnel since the last on-site visit by an olympus endoscopic support specialist.

Event description:
The customer reported to olympus, during reprocessing of a gastro-videoscope (gif-h290t) the re-usable channel cleaning brush was found to have a sticky brown colored foreign substance, mainly on the suction channel side of the scope. The diagnostic procedure was completed with the same set of equipment. There were no reports of patient harm. This event is related to two devices. This report is being submitted for the second device. The first device (gif-h290t) is being reported on medwatch patient identifier (B)(6).

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation sticky brown colored foreign substance was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.